Event description:
It was reported that the patient was experiencing increased spasticity. A dye study was performed. When they pulled back through the side port, the flow was slow; they were able to remove enough cerebrospinal fluid to be able to inject dye into the catheter. No leak or disconnect was seen. The patient was ok for a couple of weeks and then his spasticity increased again. Believing the catheter could have a kink, the hcp scheduled a catheter revision for 2009. When the pump pocket was opened, the hcp did not see a leak so he disconnected the pump connector from the pump. There was no cerebrospinal fluid flow. The hcp then observed tissue growing inside the connector and into the catheter. When the hcp removed the sutureless pump connector from the catheter, there was cerebrospinal fluid easily flowing out of the catheter. The catheter was connected to the proximal end of a new non-sutureless catheter and the pocket was closed. The next day the patient was doing better.